Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic distal gastrectomy, while trying to resect the stomach, the device suddenly stopped and did not go on anymore. The device partially fired. Another stapler was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic distal gastrectomy, while trying to resect the stomach, the device suddenly stopped and did not go on anymore. Another stapler was used to complete the case. There was no patient injury.